Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The reported problem was confirmed through system logs, which showed error c-34 high frequency (hf) voltage occurring. Visual inspection revealed scratches on the dark grey portion of the bezel, along with minor scratches on the heat sink. Functional testing of the erbe using the system showed that for monopolar port 1, cut mode worked but coagulation failed; for monopolar port 2, both cut, and coagulation failed to energize, displaying error c-34 indicating that the hf voltage was too low in the on state. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer encountered monopolar energy failure on the integrated electrosurgical unit (iesu) or erbe. The technical support engineer (tse) viewed the system logs and found a related error c-34 repeating. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the erbe did not have errors prior to the case. It was used without issue during a prior case. The customer was able to complete the case with the same erbe generator but without the use of monopolar energy and the errors continued through the case.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) or erbe due to error c-34. No parts replaced. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the erbe for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated annex c - inv findings desc 1 to c22 - appropriate investigation findings term/code not available. Updated annex d - conclusion desc 1 to d15 - cause not established.